Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, periprosthetic fluid reaction.

Event description:
Patient representative reported, left side rupture. Confirmed via ultrasound. Device status unknown.